Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch ping meter was giving inaccurately high readings compared to a hospital meter. The patient obtained the blood glucose reading of 23.0 mmol/l on the reported meter and a reading of 17.0 mmol/l on another meter. There was no patient injury associated with this issue. As the issue was not resolved and the results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (05/31/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(6) 2013 with the following findings: the alleged inaccuracy was noted on the meter memory, however pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.